Event description:
It was reported that the metal electrode at the tip of the unit fell into the pt¿s shoulder. It was further reported that the surgeon was unable to retrieve it. Further, it delayed the case by about 30 minutes. Further, there were no reported adverse affects.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.